Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1, g3, g6, h2, h6, h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) was having a helium leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. The customer cancelled the service call as the repairs were performed in house by the service technician. However, there was no adverse event reported. Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made to the customer. However, despite our best efforts, customer has not responded to any of our gfes. Consequently, this complaint is being closed due to insufficient information. If further information is provided, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h6, h11 corrected field: h10. The customer cancelled the service call as the repairs were performed in house by the service technician.

Event description:
N/a

Manufacturer narrative:
Device not accessible for testing: (4117/213) at this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was having a helium leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.